Event description:
Related manufacturer reference number: 2017865-2023-35735. It was reported that the patient presented in the clinic for generator change procedure. Prior to the procedure, upon interrogation, the atrial lead exhibited noise oversensing which resulted in the inappropriate auto mode switch (ams). The right ventricular (rv) lead exhibited low pacing impedance. Programming changes were made. The patient was stable throughout.